Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge catheter in the product carton with the closure strip cut. The packaging was examined. Inspection of the carton revealed no damage or irregularities. Opening the carton revealed that the sterile pouch, hoop and dfu were not returned. The emerge balloon catheter was returned loose inside of the carton. The balloon protector and mandrel had been removed from the catheter and were not returned. The balloon is loosely folded with blood and contrast present on the balloon. There are numerous hypotube kinks. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that a foreign material was found in the sterile packaging. During preparation of a 2.25mm x 12mm emerge¿ balloon catheter, a hair was found inside the sterile packaging. The device was not used to the patient. The procedure was completed with another of the same device. No patient complications were reported.